Event description:
It was reported that the patient presented to the hospital for right ventricular (rv) lead revision procedure due to intermittent capture. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout the procedure.